Event description:
The physician elected to explant the ICD when premature battery depletion and extended charge times were observed. Battery voltage was 2.7v. The device charging history is unknown at this time.